Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the laboratory test the potassium value was grater than 10 and calcium value less than 2, that resulted in potassium edta contamination. The customer confirmed that the contamination was found inside the syringe.